Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 week after the dental implant was installed in intraoral region #6 it was verified its non-osseointegration. The patient presented bone type IV.